Manufacturer narrative:
Included additional information regarding disassembly during the device evaluation. Addition of disassembly. Upon visual inspection, the device was found to have internal corrosion. The device was discarded by the manufacturer.

Event description:
It was reported that during a procedure the 5/32 inch drill with jacobs chuck caused the handpiece to run on. As a result, the patients' sutures were torn and the health care professional had to open a set of arthrex to repair the damage. It was reported that no additional anesthesia and no further medical intervention were required. No clinically significant delay was reported with this event. It was also reported that during testing conducted at the manufacturer facility the 5/32 inch drill with jacobs chuck disassembled. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure the 5/32 inch drill with (B)(6) caused the handpiece to run on. As a result, the patients' sutures were torn and the health care professional had to open a set of arthrex to repair the damage. It was reported that no additional anesthesia and no further medical intervention were required. No clinically significant delay was reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.